Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mlbdwqr0 number, and no non-conformance were identified.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture tore during the knot formation while closing the uterus. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/01/2019. H3 device evaluation summary: two unopened samples of product code w9451, lot # mlbdwqr0 were returned for evaluation. The issue sample was not received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defect or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found.